Event description:
It was reported that multiple intermittent malfunction alarms occurred. The customer reverted to new in warranty pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.